Event description:
It was initially reported that during a da vinci assisted splenectomy, tissue was injured and bleeding occurred. The intra-operative complication occurred while the surgeon was performing dissection of a gland and when unspecified tissue was being "demated." The surgeon converted to open surgery to control the bleeding. On 19-nov-2021, intuitive surgical, inc (isi) contacted the distributor and obtained the following information regarding the reported event: the surgeon injured an unspecified vein while manipulating tissue with a monopolar curved scissors (mcs) instrument. However, per the distributor, the surgeon did not actually see how the vessel injury occurred. It is unclear what type of injury was sustained by the vessel. Although the distributor indicated that no malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure, the distributor mentioned that a "lack of vision" was a contributing factor to the cause of the vessel injury. It is unknown if the "lack of vision" was related to a possible device issue or due to anatomical/clinical issues. The surgeon reportedly could not find the source of the bleeding and therefore elected to convert to open surgery. There was a blood loss of 50ml and no blood transfusion was given. The surgeon was able to control the bleeding via open surgery. Neither the artery injury nor blood loss was alleged as being related to a da vinci product. The surgeon said that nothing malfunctioned; that the event was due to a "lack of vision."

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined. Even though the distributor indicated that the vessel injury occurred during manipulation of tissue with a monopolar curved scissors (mcs) instrument, there is no specific allegation that a malfunction of the instrument occurred. The distributor mentioned that the surgeon did not actually see how the injury occurred. It is unclear if the tips of the mcs instrument were visible in the surgical field when the injury occurred. It was mentioned that there was a "lack of vision," however, it is unclear if the vision issue was related to anatomical/clinical reasons or a product issue. If additional information is received, a follow-up MDR will be submitted. The da vinci si user manual states the following warning and caution: "warning: for patient safety, the surgeon must not match grips nor move instruments whose tips are not visible in the stereo viewer. Failure to observe this warning can cause serious harm to the patient." "Caution: instrument tips should be kept in the view of the surgeon at all times. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in a subsequent procedure. This complaint is being reported due to the following conclusion: during a da vinci assisted splenectomy, while the surgeon was dissecting tissue, an artery was injured and bleeding occurred. The surgeon converted the case to open surgery in order to control the bleeding and repair the vessel. The cause of the intra-operative injury is unknown. There is no specific allegation that a malfunction of a da vinci product occurred.